Event description:
It was reported via repair work order that the IV pole could move in an unintended direction due to a loose IV pole socket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.s

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. (B)(4). Additionally, upon completion of the manufacturer's investigation, it was also determined that the zoom drive was intermittent due to loose zoom handles.

Event description:
It was reported via repair work order that the IV pole could move in an unintended direction due to a loose IV pole socket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.